Event description:
Patient stated the adhesive pad did not stay attached to her body after 4 to 5 hours of wearing the v-go ont eh back of her arm. Patient stated this has happened with 4 v-go's. Patient has discarded all 4 v-go's.